Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an unknown patient receiving unknown drug via an implantable infusion pump. It was reported that the patient went in for a refill. Once the pump was interrogated, it said the pump reservoir was empty, but the patient was still able to give themselves a successful bolus. The hcp was concerned as to why the bolus was able to complete even if the reservoir said it was empty. Environmental, external, and patient factors were unknown. No troubleshooting was performed. No actions were able to be done as they had no information about what to do in the scenario. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.